Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump would not power on despite charging attempts and became hot to the touch; the mobile app showed the device disconnected and the battery depleted, and the user was instructed to try a different outlet and wait, after which the device remained nonfunctional and a replacement was arranged. Symptoms included hyperglycemia. Outcomes included a switch to backup subcutaneous insulin therapy and continued cgm use via the dexcom app or receiver, with instruction to shut down the ilet and to perform standard setup on the replacement device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.